Event description:
It was reported that a cartridge change error occurred. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the customer in removing and inspecting the cartridge, cleaning the pump, and loading a new cartridge. The customer successfully completed the load process and resumed insulin.